Event description:
It was reported that while testing with bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) false positive acinetobacter calcoaceticus-baumannii complex were obtained. Confirmatory pcr testing was performed. There was no report of patient impact. The following information was provided by the initial reporter: false positive acinetobacter calcoaceticus-baumannii complex finding with pcr. Customer performs pcr for bottles flagged positive in blood culture. They have false acinetobacter calcoaceticus-baumannii complex findings in bottles that are either false positives or true positives.

Manufacturer narrative:
Investigation summary: catalog: 442021, batch no.: 1167280 and 1167215 customer reported a positive ID result for bactec media, while using biofire filmarray® blood culture identification bdic/bcid2 panels. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention samples and batch history record review results. As per product insert a gram-stained smear from culture medium may contain small numbers of nonviable organisms derived from media constituents, staining reagents, immersion oil, glass slides, and specimens used for inoculation. Due to the nature of biological materials in media products and inherent organism variability, the user should be cognizant of potential variable results in the recovery of certain microorganisms. Molecular tests performed on positive blood cultures will detect both viable and non-viable organisms commonly found in culture media. Therefore, molecular test results should be evaluated in conjunction with gram stain results in accordance with standard-of-care practices as well as manufacturer¿s instructions for use. Refer to customer letter bd-43184. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process. Catalog: 442021 batch no.: unknown customer reported a positive ID result for bactec media, while using biofire filmarray® blood culture identification bdic/bcid2 panels. Investigation cannot be conducted to the retention samples since the lot number is unknown. A complaint history review cannot be conducted relating to the incident lot number and the ¿as reported¿ defect code since batch number is unknown. Complaints for catalog reported have been received. The batch history record could not be reviewed as the lot number is unknown nonetheless batch history records are always reviewed prior to product release. Complaint is unconfirmed. As per product insert a gram-stained smear from culture medium may contain small numbers of nonviable organisms derived from media constituents, staining reagents, immersion oil, glass slides, and specimens used for inoculation. Due to the nature of biological materials in media products and inherent organism variability, the user should be cognizant of potential variable results in the recovery of certain microorganisms. Molecular tests performed on positive blood cultures will detect both viable and non-viable organisms commonly found in culture media. Therefore, molecular test results should be evaluated in conjunction with gram stain results in accordance with standard-of-care practices as well as manufacturer¿s instructions for use. Refer to customer letter bd-43184. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1167280 . Medical device expiration date: 2022-03-31 . Device manufacture date: 2021-06-16 . Medical device lot #: 1167215 . Medical device expiration date: 2022-03-31 . Device manufacture date: 2021-06-16 . Medical device lot #: unknown . Medical device expiration date: unknown . Device manufacture date: unknown . A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing with bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) false positive acinetobacter calcoaceticus-baumannii complex were obtained. Confirmatory pcr testing was performed. There was no report of patient impact. The following information was provided by the initial reporter: false positive acinetobacter calcoaceticus-baumannii complex finding with pcr. Customer performs pcr for bottles flagged positive in blood culture. They have false acinetobacter calcoaceticus-baumannii complex findings in bottles that are either false positives or true positives.